Event description:
It was reported to MFR that the physician's hand held screen froze during a system diagnostic test and would not move on to display the test results. There was no troubleshooting performed when the event occurred. One week following the occurrence, a hard reset was performed and the device continued functioning normally. The non-working hand held and software have been returned to MFR and analysis is underway.

Manufacturer narrative:
Device failure is suspected, bud did not cause or contribute to a death or serious injury.